Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the repair technician indicates that a noisy image, no image and white residue inside the air/water cylinder and channel was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely a failed pc board led to the noisy/no image malfunction. The cause for the white residue inside the air/water tube and cylinder could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.